Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding crack/fracture involving a x3 triathlon cs ins size4 19mm was reported. The event was confirmed. Visual inspection of the device shows burnishing, scratching, and third body indentations on the articulating surface. There is also a portion of the insert that fractured off likely due to edge loading on the posterior condyles. Dimensional and functional analyses were not performed as the device is broken. Medical records indicated edge loading to the posteromedial insert in a morbidly obese patient resulted in a fatigue fracture. Device history review indicated that all devices accepted into final stock met specification. Complaint history review indicated that there have not been any other events for the specified lot. The reported event involves a revision initally due to instability. When the surgeon removed a cs 4x19 mm poly insert, the surgeon discovered that a portion of the insert had fractured on the posterior medial side. The posterior medial edge was fractured in fatigue in this morbidly obese male with recurrent instability. Edge loading on the posterior condyles was likely responsible for the fracture. No further investigation for this event is possible at this time.

Event description:
Patient was in for a total knee revision due to instability, surgeon removed a cs 4x19mm poly and discovered it had a chipped off piece on the posterior medial side.

Event description:
Patient was in for a total knee revision due to instability, surgeon removed a cs 4x19mm poly and discovered it had a chipped off piece on the posterior medial side.